Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump battery did not increase in charge percentage after charging the pump for 3 hours. Customer's blood glucose was 98 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.